Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past month. Review of pump history during troubleshooting with tandem technical support showed the pump battery was depleting approximately 12.5% over the past 4 days. Customer reported blood glucose level was not impacted. Customer declined to upload the pump data for further review. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.